Event description:
Rptr alleged obtaining a discrepant blood glucose result of 397 mg/dl on her compact plus sys compared to the clinic's measurement of 110 mg/dl when testing was performed 5 mins apart. Rptr stated she was not experiencing hyperglycemic symptoms during the time of testing. No actions were reported or treatment rec'd. A request was made for return of the suspect prod and replacement prod was sent.